Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: gap plate screws; cat# 2080-0040; lot# mmr6j2. Gap plate screws; cat# 2080-0025; lot# mmptd9. Unknown_joint replacement_product; cat# unk_jr; lot# unknown. Unknown_joint replacement_product; cat# unk_jr; lot# unknown. Unknown_joint replacement_product; cat# unk_jr; lot# unknown. Unknown_cork_product; cat# unk_shc; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's right hip due to infection (infection was confirmed in pathology but the infecting microorganism was not reported to the rep). All components were removed and an antibiotic spacer placed. Rep was not present for the procedure and reported that no further information will be released by the hospital or surgeon.